Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to micro-dislodgment. As a result, the device was repositioned. At this time, this rv lead remains in service. No additional adverse patient effects were reported.